Event description:
A surgeon reported noting opacification on an intraocular lens (iol) four years following implant surgery. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. The reporter sent dvds instead which showed a series of slit lamp exams. Upon review of the dvds, glistenings were observed along with pco, there was phimosis and dislocation. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested. This report was mailed to FDA on: 09/09/2009.